Event description:
Customer reported the "screen is starting to go black". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.